Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that when the patient tries to communicate with the ins with their controller, they get some type of message saying it won't communicate. The patient did not have their controller with them for troubleshooting and wanted someone in their area to help them. The patient was redirected to their healthcare provider (hcp) to discuss communicating with the ins. No symptoms were reported. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient was unsure of the circumstances that led to the issue, maybe patient was being too hasty and did not give it time to charge. Patient met with the manufacturer representative who charged it. The issue was resolved.